Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 cubies a1 a2 a3 b1 b3 e1 e3 not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 had a spill on the front row board tray. The field service engineer fse cleaned the spill, removed the liquid from the cubies, and took out the damaged cubies. The row board tray had been damaged by liquid leaking from a cubie, so the fse replaced the row board. All cubies were left out, and the pharmacy was asked to complete the replacement and loading process. The fse also accidentally plugged the pyxibus cable into the module controller while it was powered, which caused damage, and the fse replaced the module controller. The system functioned as intended after the field service engineer repaired the device.